Event description:
Boston scientific received info from a clinician that this right atrial (ra) lead has displayed rising threshold measurements since implant, eight months ago. As the product remains in service, it will not be returned for analysis and boston scientific cannot confirm the clinical observation. There is no additional info related to this event available, to the company at this time. If additional info becomes available, the event will be updated as necessary.